Event description:
The customer reported a small blood leak in the middle of the diluter involving coulter lh 750 hematology analyzer. Beckman coulter advised the customer to wear appropriate personal protective equipment (ppe) prior to troubleshooting. The operator wore gloves and a laboratory coat. The operator attempted to flush the secondary rinse drain through both pathways. Patient results were not affected. There was no exposure to open wounds or mucous membranes. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered a hole in the tubing through path vl52. The fse replaced the tubing and verified repairs per the established procedures. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility.